Manufacturer narrative:
Weight, ethnicity, and race: unk. Work order search: no similar complaints were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -8.5/1.0/54 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. The patient experienced lens rotation and refractive surprise, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5: the lens was explanted at an unknown date. On (B)(6) 2022 the lens was replaced for a similar lens with a different diopter. This resolved the problem. Claim# (B)(4).

Manufacturer narrative:
Additional information: b1: should be corrected to: adverse event. B2: should be corrected to: required intervention prevent permanent impairment/damage. H1: should be corrected to: serious injury. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5: the lens was removed and intraoperatively replaced on (B)(6) 2022. D6b: on (B)(6) 2022. Corrected data: h6: 4627 should be omitted and replaced with 4629 for correction. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Additional information: d9-return date:23-mar-2023 h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the optic and haptic torn. Dimensional inspection found the lens to be within device specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim # (B)(4).